Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin infection with itching and a lump on the area underneath sensor pod area only which occurred the day the sensor had been inserted in the arm. The area was not cleansed before placing the sensor on the body. She went to the hospital a few days later on (B)(6) 2024 for check up, and as per the patient her doctor popped the lump. She was given doxycycline and was doing okay at the time of the call. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.